Manufacturer narrative:
H3, h6: the complaint was received as a result of issues being identified in a literature article. Due to this, no specific product details or batch/lot numbers have been available to the investigation. As a result of this, no device history review was possible. A complaint history review was performed for the product family and event description, there have been further instances in the past three years. According to the article, the devices were being used in patient treatment. The devices used for treatment have not been returned to smith and nephew for analysis. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. The clinical assessment states that no conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. The article documents that the patient outcome is resolved as per 10 month follow up report. Since no further harm is anticipated, no further clinical assessment is warranted.. The medical review could not establish a link between the product and harm within this complaint and therefore additional rmr is not required. Users of the device are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including advice on application and removal of dressings. This investigation has now been closed. No further actions by smith and nephew are deemed necessary at this stage. Smith and nephew acknowledge customer concern and are grateful for all feedback on our products, as this information is extremely valuable to us, as we are continually investigating ways to develop and improve the full range of products that we provide. We will continue to monitor for any adverse trends relating to all product ranges

Manufacturer narrative:
Internal complaint reference case (B)(4). Telianidis, s., reilly, d., holden, d., & cleland, h. (2020). Case report: the use of biodegradable temporising matrix in breast reconstruction following flame burn to chest. Burns open, 4(3), 117-120. Doi: 10.1016/j.burnso.2020.06.005.

Event description:
On the literature article named "case report: the use of biodegradable temporising matrix in breast reconstruction following flame burn to chest", it was reported that, during treatment for an extensiveburn wound, with acticoat in combination with btm (from novosorb) and exu-dry, 1 patient experienced fluid collection 8 days post application of the dressings. The btm dressing was in direct contact with the wound, and the acticoat and exu-dry were use to dressed the btm. The exudate wound culture was positive for enterobacter cloacae. The patient received antibiotics and multiple wound debridement. The wound treatment was also continued with the dressings and posterior skin grafts. The patient outcome is resolved as per 10 month follow up report. The patient outcome is unknown.